Event description:
During procedure, smith and nephew tendon staple fixation device used by surgeon-metal tip of one end of prong visibly noted to be broken off after use. Estimated size approx. 3-4mm length. Scrubbed staff unable to locate broken tip on sterile field. Surgeon and operating room (or) manager notified. Per surgeon, if tip retained, md would not attempt removal. Protocol followed per operating room (or) manager and nwhsh policy. Two view fluoroscopy taken with c-arm post procedure. Images printed and provided to surgeon by operating room (or) manager. Per surgeon, no identifiable retained surgical object noted on films. This was not a countable item or nwhsh stocked item-brought by smith and nephew rep for procedure. FDA safety report ID # (B)(4).